Event description:
It was reported by service report that the lift here labels were not readable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result, other: lift here labels.